Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is stating keeps cutting off. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the pca burn blower box, iso port, outlet seal contaminated, heater plate contaminated, scratched display, the customer complaint was reproduced. There was multiple error has been identified. The device was scrapped.